Manufacturer narrative:
A getinge field service engineer (fse) completed a walk through with the initial reporter via video call regarding the pump's preference menu, catheter alarms and how to toggle the gas loss alarm on/off. The following day, the fse was dispatched to evaluate the iabp unit involved, at which time, was unable to reproduce the reported issue. The fse successfully completed a simulated treatment without issue, and did not identify anything unusual in the fault logs. The fse then performed a calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use and in preparation of patient transport, the cardiosave intra-aortic balloon pump (iabp) gas loss alarm error was set to off. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model #), d11, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11. Corrected field: g1 (contact person ¿ mfg site).